Event description:
It was reported that the customer had unknown low blood glucose levels. The customer stated she discussed her low blood glucose levels with her health care provider, and they adjusted her insulin pump's settings. The customer's blood glucose level at the time of the report was 200 mg/dl. Troubleshooting was declined. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)